Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The enclosure on the unit was stained red in the water tank, both covers were cracked, the line cord was worn, and the pole clamp was damaged. The customer reported product problem (failure of over temperature alarm) was confirmed during the investigation. The pcb was damaged and this was causing the device not to alarm. The source of the damage was unknown. A root cause was not established. The aforementioned worn/damaged components were replaced. The device then passed all the functional tests. The device then passed all the functional tests.

Event description:
It was reported that the main board on the level 1 hotline low flow system (hl-90) was not alarming to indicate an over temperature state. No patient injury or complications were reported in relation to this event.